Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed the message "leak in iab catheter". There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the atmosphere and shuttle transducer offset values were out of range . In addition, the compressor was unable to build pressure within a range. The fse replaced the drive transducer then observed the offset values were within range. Additionally, the fse replaced the compressor then completed all safety, functionality, and calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name is (B)(6). Full address of event site: (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed the message "leak in iab cathedral". There was no patient harm, and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed the message "leak in iab catheter". There was no patient harm and no adverse event was reported.